Event description:
It was reported that the user received an ¿infusion set expired¿ alert on the ilet followed by an on-screen warning to disconnect the tubing from the body; the user was instructed to disconnect and navigate back, then chose not to replace the infusion set and reconnected the tubing. Symptoms included no reported adverse clinical effects. Outcomes included user education on infusion set management without medical intervention. Investigation included troubleshooting by customer support, including guidance to safely disconnect and navigate out of the alert. Investigation of this case revealed user preference not to replace the infusion set despite the alert, consistent with an infusion set and cartridge management issue without device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user decision and use environment.

Manufacturer narrative:
Initial